Event description:
Caller reported a malfunction on the pump, identified by the malf 6 code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer lacked the charging cable needed to reset the pump, prompting technical support to leave the case open to provide further assistance for the pump reset.